Event description:
The article, "permanent pacemaker dependency after transcatheter aortic valve implantation: prevalence, patients¿ characteristics and main determinants", was reviewed. The article presented a retrospective, single center experience to study the prevalence, patients¿ characteristics and predictors of pacemaker dependency (pd) after transcatheter aortic valve implantation (tavi). Devices included in the study were edwards sapien, medtronic corevalve/evolut, meril myval, and abbott portico/navitor. The article concluded that permanent pacemaker implantation (ppi) is frequent after tavi, with ~36% of these patients being pd at 12 months. Chronic kidney disease, baseline qrs duration and intraventricular conduction disturbances are strong predictors of the need for permanent pacemaker ventricular stimulation. [The primary and corresponding author was giuseppe damiano sanna, clinical and interventional cardiology, sassari university hospital, sassari (italy), via enrico de nicola, 07100 (sassari), with corresponding email: gdsanna@uniss.it; giuseppe.sanna@aouss.it]. The time frame of the study was from january 2022 to november 2024. A total of 376 patients were included in the study, of which 24 (6%) received an abbott device. The average age was 82 years and the majority gender was male. Comorbidities included arterial hypertension, diabetes, hyperlipidemia, smoking, chronic kidney disease, chronic coronary syndrome, paroxysmal atrial fibrillation, non-paroxysmal atrial fibrillation, atrial flutter, cancer, dyspnea, heart failure, angina pectoris, syncope, myocardial infarction, prior pacemaker, bicuspid aortic valve.

Manufacturer narrative:
Summarized patient outcomes/complications of permanent pacemaker dependency after transcatheter aortic valve implantation: prevalence, patients¿ characteristics and main determinants were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes, hyperlipidemia, smoking, chronic kidney disease, chronic coronary syndrome, paroxysmal atrial fibrillation, non-paroxysmal atrial fibrillation, atrial flutter, cancer, dyspnea, heart failure, angina pectoris, syncope, myocardial infarction, prior pacemaker, bicuspid aortic valve. Some of the complications reported were atrial fibrillation, stroke, ; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Please note that per the instruction for use, ¿the navitor¿ valve is indicated for patients with symptomatic severe native aortic stenosis who are considered high or extreme risk for surgical aortic valve replacement (avr)." Since this was reported through literature and there is no evidence the off-label use caused or contributed to the reported issues, a letter will not be sent. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: permanent pacemaker dependency after transcatheter aortic valve implantation: prevalence, patients¿ characteristics and main determinants.